Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04nov2020.

Event description:
The customer reported touchscreen failure. There was no patient involvement. There was no patient involvement. The manufacturer¿s technical services (ts) confirmed the reported issue and walked the customer through touch screen calibration. The customer calibrated the touchscreen to address the reported problem. The unit successfully passed the required performance verification test.